Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported that the insulin pump is alarming and insulin is squirting out during manual prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.